Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available,and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that during a carotid stenting procedure, there was forward advancement of the stent. The target lesion was a de novo lesion in the left internal carotid artery location with 5 mm reference vessel diameter, 30 mm length and 95% stenosis. Pre-dilatation was not performed prior to filterwire placement, however, pre-treatment with balloon angioplasty was done after filterwire placement, but prior to stent placement. During placement, the stent shifted. Another nexstent was deployed to cover the lesion. This was considered successful. The patient had no neurological deficits during the procedure. Residual stenosis was 20%. The filterwire ez was retrieved successfully. The patient was discharged one day later on aspirin, plavix, benicar, and chantix.